Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. On (B)(6) 2021, the customer obtained a scan of 300 mg/dl and was treated with insulin (dose/type unknown) without capillary comparison. The customer was subsequently transferred to hospital for blood glucose drop, and at hospital, a healthcare meter result of 68 mg/dl was obtained compared to sensor scan of 51 mg/dl. The customer was treated with unspecified serum, water, and prescribed progesterone. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. On (B)(6) 2021, the customer obtained a scan of 300 mg/dl and was treated with insulin (dose/type unknown) without capillary comparison. The customer was subsequently transferred to hospital for blood glucose drop, and at hospital, a healthcare meter result of 68 mg/dl was obtained compared to sensor scan of 51 mg/dl. The customer was treated with unspecified serum, water, and prescribed progesterone. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.